Event description:
It was reported that the patients diagnostic implantable cardiac monitor was oversensing. Programming intervention was done to adjust the sensitivity and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).